Event description:
I had a hip replacement on (B)(6), 2000, everything was fine until (B)(6) of 2007, when I started to experience severe pain in my hip, leg and back. I was horrified in (B)(6) 2008, when it was determined that the stem of the depuy hip prosthesis - made by johnson & johnson - had broken and the top part had shattered my thigh bone. After this hip replacement, the pain never went away and it was discovered that the hip that was installed in (B)(6) 2008 was infected and it had to be replaced in (B)(6) of 2010. After 2 months with no hip, finally, a new zimmer hip was installed on (B)(6), 2010.